Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient experienced pacemaker mediated tachycardia and was symptomatic. The pulse generator was reprogrammed. The issue was resolved.